Manufacturer narrative:
The insulin pump and cartridge have been returned and evaluated by product analysis on 03/04/2014 with the following findings: visual inspection of the pump found some cosmetic damages. Review of black box data found loss of prime alerts following empty cartridge alarm and the pump was not primed within three minutes. On investigation, the pump powered up properly. A rewind/load/prime sequence and a 24 hour pump exercise were executed without any incidents. The investigation was unable to duplicate the reported prime issue. The force sensor calibration reading was high out of specifications. The pump casing was opened to further investigate and the force sensor resistance reading was within specifications.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (unexplained loss of prime) issue. Reportedly, the pump gave repeated loss of prime alerts. Reporter stated that it is the same issue encountered 6 months ago. Pump was not available for trouble shooting and no additional information was available. This complaint is being reported because the reported issue remained unresolved. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.